Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
No patient involved. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The history log for this device showed that the pad-pak was first installed successfully by the user on (B)(6) 2009 and had performed to specification alongside random manual power ons, up to the last entry log prior to receipt at heartsine. The user accessible memory was erased and the device software upgraded to3.2.0 prior to receipt at heartsine. No further log entries were recorded. The investigation was unable to replicate, or find any conclusive evidence, of the reported fault. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.